Event description:
The modular femoral impactor from the sigma set broke apart during the final impaction of the femoral component. This resulted in a 30-minute surgical delay, while the surgeon waited for another impactor to be delivered.

Manufacturer narrative:
Examination of the submitted impactor confirmed the reported breakage. The root cause is being attributed to misuse. The replaceable impactor component exhibits some significant gouges and cuts; some appear to be from misalignment of the impactor prior to impaction. Side impacts could be possible contributing factor of the loosened screw inserts. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.